Event description:
It was reported on 17-dec-2021 that earlier this week, the user experienced a sudden inability to wear his left ear processor due to it being extremely loud and unclear. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements of the reference electrode. Further the reported increase in the ground path impedance is likely due to bone growth around the reference electrode. The problems given in the recipient report match the damage found. This is a final report.

Event description:
It was reported on (B)(6) 2021 that earlier this week, the user experienced a sudden inability to wear his left ear processor due to it being extremely loud and unclear.re-implantation is recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.